Event description:
It was reported that during an attempted ilet firmware update, the ilet displayed a lock screen and did not deliver insulin, the ilet mobile app stalled at 10%, and the system subsequently alerted ¿system update failed¿try again,¿ after which a phone and ilet restart allowed the firmware update to complete successfully. Symptoms included hyperglycemia with a reported maximum blood glucose of 399 and no acute clinical sequelae. Outcomes included seven hours of blood glucose above target without the use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included guided troubleshooting, force-closing and reopening the mobile app, placing the ilet on the charger with wake-button hold, and restarting both the ilet and the phone, after which the update completed and the device resumed normal function. Investigation of this case revealed a transient software/firmware update failure with a locked user interface leading to interruption of insulin delivery, resolved by device and phone restart and successful completion of the firmware installation. It was concluded, based on previously established findings for similar reports, that the cause was software-related, consistent with a firmware update process error that was corrected by reboot and reattempt.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.